Event description:
User failed out high on two external proficiency survey samples for sodium. Survey sample designated as ch4: reported survey result 143 mmol per l. Acceptable survey range for this sample is 118 to 127 mmol per l. Survey sample designated as ch5: reported survey result 156 mmol per l. Acceptable survey range for this sample is 125 to 134 mmol per l. User reports no issues regarding pt results involved with this event. In 2009, user stated their service rep changed out the ise tubing and replaced the sodium and chloride electrodes. User then pulled the same survey samples for repeat testing, stating results fell within the acceptable ranges. Survey sample ch4 resulted as 126 mmol per l. Survey sample ch5 resulted at 132 mmol per l.